Manufacturer narrative:
This lead will not be returned. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was capped due to out of range pacing impedances as well as an increase in pacing thresholds. No adverse patient effects were reported.